Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted recurrent hernia at location of the mesh, unincorporated mesh and adhesions of the mesh to omentum. It was reported that the patient experienced extreme pain, partial omentectomy, nausea, chills and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/20/2022.

Manufacturer narrative:
Date sent to the FDA: 3/9/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.